Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Customer removed the set and noticed that the cannula was bent. Blood glucose level at the time of the incident was 411 mg/dl. Customer reported that the issue was resolved by performing a complete set change. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information was provided which was not included wit the initial report. The additional information has been provided with this report.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. Customer did not provide symptoms related to high blood glucose. Customer declined to troubleshoot for high glucose readings customer states their sensor has a bent cannula and customer has received no delivery alarms. Troubleshooting was performed and customer replaced the infusion set. The drive support cap appeared normal. There were no leaks or air bubbles. Customer states sensor site has stretch mark due to a recent pregnancy. The device settings were correct. The insulin pump passed the self-test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advice d to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.